Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the infection was not caused by a procedure involving the pacemaker, right atrial lead, or right ventricular lead. New information also noted the patient has deceased but there were no allegations the death was related to the infection, device, or leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 2017865-2019-10060, 2017865-2019-10061. It was reported that the patient developed an infection. The pacemaker system was explanted. The patient's condition was unknown.